Event description:
Reportedly, physician is interested in device performance prior to explant to know if device had reached recommended replacement time and/or if it was functioning appropriately. The subject device will be returned for analysis.

Event description:
Reportedly, physician is interested in device performance prior to explant to know if device had reached recommended replacement time and/or if it was functioning appropriately. The subject device will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2017: we were informed that the device was returned following patient death (not device related). Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, physician is interested in device performance prior to explant to know if device had reached recommended replacement time and/or if it was functioning appropriately. The subject device will be returned for analysis.